Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator change procedure, the device detected a high voltage lead issue and would not deliver therapy while testing the device. It was suspected that there was an issue to the superior vena cava portion of the right ventricular lead. That portion of the lead was turned off. The device then successfully delivered the shock. The lead remained implanted and would be monitored. The patient was asymptomatic.